Manufacturer narrative:
Correction: review of the event information has shown that the failure mode of the guidewire detach/separated out of package does not meet the criteria of an adverse event as there was no patient involvement. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident. The final report 1319211-2021-00049 was submitted in order to close out the complaint file. This statement was not included in the final report. Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description guidewire issue could not be confirmed due to the sample not being returned. Without receiving a complaint sample for evaluation, a definitive root cause cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use which is supplied to the end user with the reported catalog number contains the following statement "note: it is sometimes helpful to nick the skin with a scalpel at the puncture site either to aid insertion of the needle, or after guidewire insertion. ". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A customer reported an issue with an evlt pvak kit. When opening the kit for a procedure, it was noted the guidewire was damaged in the packaging. When removing from the package, the guidewire snapped in the middle of the wire. There was no report of patient contact or involvement. It was indicated the reported device is available for return to the manufacturer for a device evaluation.